Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. There were two patient alerts for out of tolerance (oot) subthreshold lead impedance on (B)(6) 2013. Weekly pace lead trend data shows an increase for max atrial pace biventricular impedance equal to 456 to 4047 ohms peak between (B)(6) 2013. Concomitant products: product ID: d314drm, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; product ID: 6947m, implantable tachy lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that went to the clinic upon hearing alerts. Interrogation of device showed atrial lead warning. There was elevated atrial pacing impedance with intermittent unstable atrial pacing threshold. It was suspected the lead may not be completely in the header. It was observed the measured p waves are small however there is some oversensing noise during arm movement. Follow up confirmed the patient will be re-evaluated in approximately three months. The device was reprogrammed. The device and lead remain in use. No patient complications have been reported as a result of this event.